Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 48 mg/dl and a lost sensor alert and sensor error. Customer declined low blood glucose and any further troubleshooting. No further details provided.